Event description:
A facility representative reported that during an intraocular lens (iol) implantation procedure, the lens did not advance correctly. When attempting to advance the lens after loading it into the cartridge, the lens became stuck within the cartridge. Additional information has been received as plunger bypassed the iol.

Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).